Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# b0774116k, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported the patient had pain along their catheter track. X-rays were performed and they revealed a hole/break in the distal segment of the catheter. The patient was hospitalized and the catheter segment was replaced. The pump was used to deliver morphine, clonidine and bupivacaine. The outcome of the event was not reported. The patient was listed as "alive - no injury".

Manufacturer narrative:
Analysis of the catheter (lot # b0774116k) found a hole in the catheter body that was caused by a deep abrasion and there was dark residue occlusions in the dispensing holes that was "event related". The catheter was returned in 3 segments. An area of deep abrasion was seen in an area 3 cm from the proximal end of segment 1. There was also a leak seen in the area of abrasion during pressure testing. The leak area appeared to have a hole which was 3.5 cm from the proximal end. Due to the area where the abrasion was seen, it was "felt" the abrasion may have caused a hole. Additionally, as received, there was dark, foreign material seen in all 3 sets of dispensing holes of segment 3. When initially tested for patency, an occlusion was seen in all 3 returned segments but all occlusions were easily broken loose. After decontamination, the dark foreign material was no longer in the most proximal set of dispensing holes, but the catheter was still discolored in this area.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that it was unknown if the patient developed any activities that could have provoked a catheter breakage. The catheter was 7 years old, the leak was in the lumbar spine and it was possible that the breakage could have occurred due to bone structures. The patient was noted as ¿fine at the moment.¿ the patient was looking for the ideal dose and was getting 4,7mg/24h morphine, 67,1 mcg/24h clonidine and 3,355mg/24h bupivacaine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.